Event description:
A customer reported receiving an error 658 on the display of their precision xtra blood glucose meter. It was then discovered over the course of troubleshooting with adc customer service that the meter's date and time was not properly set. After resetting the date and time the settings would not remain properly set. The customer also reported using the precision link data mgmt sys with their meter. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. Customers and retailers have been informed through the letter.